Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used ambulatory infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition with the exception of a scratches at the screen. A review of the pump event history log found to evidence of the reported issue as recorded. Functional testing was performed, the device was started, and application issues were observed with the device alarming "no disposable." The complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.